Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer to follow up on a previous phone call she made for high and low blood glucose levels. The customer stated that she was hospitalized back in (B)(6) for high blood glucose levels and blood in her urine. The customer had no further details regarding the event.